Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) failed electrical safety.

Manufacturer narrative:
Due to character restriction in block e1. Initial reporter is (B)(6). Updated fields: b4, b5, b6, b7, d10, d5, d8, d9, e1 (initial reporter, event site email), e2, e3, e4, g1(contact person ¿ mfg site), g2, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code, health effect ¿ clinical code, health effect ¿ impact codes ), h11. A getinge field service engineer (fse) upon inspection replaced reel, ac power cord (d012-00-1688-01) to resolve. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that during safety inspection, the cardiosave intra-aortic balloon pump (iabp) failed electrical safety. There was no patient involved and no harm or injury reported.